Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2023, the patient experienced inaccurate cgm values six days after the sensor was inserted in the abdomen. The patient experienced hypoglycemia; there were no specific symptoms reported. A patient´s family member took the patient to the hospital. The patient was hospitalized and kept under observation overnight and treated with food to keep the bg levels stable. It was reported that the patient experienced bg values that they were not able to be recorded besides low. At an unspecified time of the event, the patient took the measurements, and the cgm was reading 7.0 mmol/l and the blood glucose reading was 2.2 mmol/l. The patient was discharged the next day and at the time of the report, at home and stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.